Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The reported device was manufactured and distributed by (B)(4) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of (B)(4) on august 1, 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Device will not be returned.

Event description:
Post-approval study to investigate the long term (8 year) survivorship of star ankle among continued access study patients. The x-ray on (B)(6) 2015 indicates the talar component positioned more caudal than usual, which indicates settling. No treatment was prescribed. Study records were provided and stated no radiolucency (cysts), talar component has subsided into talus about 6mm.

Manufacturer narrative:
The evaluation revealed the talar component to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The talar component was documented as faultless prior to distribution. A device investigation was not possible because the implant was not provided. The study records included that the talar component subsided into the talus approx. 6 mm. The provided x-rays do not confirm a subsidence due to missing reference x-rays from the implantation in 2002. A malalignment of the metal components is not visible. Based on the study records and x-rays no user related issue was found. Implant loosening and subsidence had already been clinically assessed by a hcp: ¿in most cases, the trabecular bone structure will be adapted to the plasma spray coated surface of the metallic components in a remodeling process correspondent to the lines of forces resulting in a stable connection between bone and the metallic components. But, in the course of time this integration of the endoprosthesis to the bone structure may fail due to any reason and result in loosening of one or both metallic components. Septic and aseptic implant loosening is the main failure mode in total arthroplasty of the ankle joint. Depending on the individual kind of failure, it is possible to revise the endoprosthesis and to exchange the affected component(s).¿ ¿subsidence caused by collapse of the tibial bone or the talar bone structures or loss of the ligament stability of the ankle joint is a rare event, but will require removal of the endoprosthesis and ankle fusion.¿ implant subsidence is furthermore nominated in the scientific literature. ¿component subsidence may result from poor bone quality, osteolysis-related bone loss, or poor component positioning. Early subsidence of a millimetre or less may represent settling of the components into a stable position and does not portend failure of the implants. (2) a rsa study of 15 rheumatoid patients had shown that ¿tibial components tend to subside into dorflexion, valgus, and proximally by less than a millimetre during the first 3 months, and stabilize by 6 months¿.since most designs do not allow axial impaction of the component, this settling may represent the implant finding a stable position as weight-bearing is allowed. Patients with severe osteoporosis or avascular necrosis may not have strong enough bone to support the placement of a total ankle replacement.¿ ¿a number of factors affect risk of subsidence. Initial implant positioning may contribute to subsidence. Subsidence tends to occur in the anterior distal tibia, dorsiflexing the tibial component, or in the anterior talus or posterior talus. Anterior translation of the talar component or excessive dorsiflexion of the tibial component should be avoided to prevent overloading the bone in these at risk areas.¿ because no manufacturer or user related issues were detected the case is attributed to the patient; most likely the talar component subsided into the talus due to poor bone quality or overloading due to obesity (patient¿s bmi: ~32). Implant dislocations are classified as known adverse effect. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Post-approval study to investigate the long term (8 year) survivorship of star ankle among continued access study patients. The x-ray on (B)(6) 2015 indicates the talar component positioned more caudal than usual, which indicates settling. No treatment was prescribed. Study records were provided and stated no radiolucency (cysts), talar component has subsided into talus about 6mm.